Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) explanted and replaced. Upon inspection, it was noted that the left cylinder sheath was damaged upon inspection. There were no patient complications reported.